Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 1oct18. The customer reported a touchscreen failure. No patient or user harm was reported. The customer's biomed confirmed the reported touchscreen issue and replaced the touchscreen. Full operation was restored to the device

Event description:
The customer reported a touchscreen failure. No patient or user harm was reported. Estimated date was used; the date of the incident was not provided.

Manufacturer narrative:
Date of report: 01oct2018. Updated/corrected device available for evaluation. Date of manufacturer: 10oct2018.